Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed battery voltage - battery depletion indicated/eri. There was a measurement system lock-up error with unclearable eri.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device appeared to have reached elective replacement indicator (eri) after (B)(6). The issue was corrected with a software patch. The device is functioning normally, all parameters have been reprogrammed and the device is still in use. No patient complications have been reported as a result of this event.